Event description:
It was reported that a versacross connect kit was selected for use during a left atrium appendage closure. A pericardial effusion and hematoma were noted. The procedure was cancelled. During procedure, when both watchman sheath and versacross dilator have not crossed septum yet, a transesophageal echocardiogram (tee) did not indicate an effusion at this time. Then, tenting was noted, and since it was difficulty dilating septum, a non-boston scientific balloon was used to dilate septum before crossing. Two attempts were made to cross the septum. In both attempts, the versacross rf wire was moderately tented, and the radio frequency was delivered in both times. No difficulty/resistance felt when tracking the wire up/dropping down onto the septum. The versacross rf wire was protruding from the dilator prior to crossing. No excessive force was applied during attempted crossings. No difficult anatomy was noted during the case. Therefore, septum was crossed (anterior), however the watchman sheath had difficulty advancing (it was noted kinked). Thus, it was removed and replaced by another one (which seems to have a kink issue as well). A pericardial effusion and an aortic intramural hematoma were noted (after crossing septum and taking out versacross dilator, advancing pigtail into appendage with angiogram). Thus, the procedure was aborted. The patient was monitored, stable, admitted to hospital beyond standard care, and discharged. No intervention was needed. In physicians opinion, the device or procedure contributed to the complication, since during transseptal the versacross rf wire tip graze aortic root. The device is not expected to be returned for analysis (disposed). No device issues were reported.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect kit was selected for use during a left atrium appendage closure. A pericardial effusion and hematoma were noted. The procedure was cancelled. During procedure, when both watchman sheath and versacross dilator have not crossed septum yet, a transesophageal echocardiogram (tee) did not indicate an effusion at this time. Then, tenting was noted, and since it was difficulty dilating septum, a non-boston scientific balloon was used to dilate septum before crossing. Two attempts were made to cross the septum. In both attempts, the versacross rf wire was moderately tented, and the radio frequency was delivered in both times. No difficulty/resistance felt when tracking the wire up/dropping down onto the septum. The versacross rf wire was protruding from the dilator prior to crossing. No excessive force was applied during attempted crossings. No difficult anatomy was noted during the case. Therefore, septum was crossed (anterior), however the watchman sheath had difficulty advancing (it was noted kinked). Thus, it was removed and replaced by another one (which seems to have a kink issue as well). A pericardial effusion and an aortic intramural hematoma were noted (after crossing septum and taking out versacross dilator, advancing pigtail into appendage with angiogram). Thus, the procedure was aborted. The patient was monitored, stable, admitted to hospital beyond standard care, and discharged. No intervention was needed. In physicians opinion, the device or procedure contributed to the complication, since during transseptal the versacross rf wire tip graze aortic root. The device is not expected to be returned for analysis (disposed). No device issues were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.